Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following implantation of an intraocular lens (iol), white deposits on the lens was observed which lead to severe reaction in eye. Additional information was received reporting that patient had experienced toxic anterior segment syndrome (tass) and was hand movement close to face (hmcf). The following day for tass - anterior chamber tap was done along with intravitreal injection of antibiotics and steroids and finger counting at 1m, also continued on topical medications and oral steroids. The patient is recovering from toxic anterior segment syndrome (tass). The patient was not hospitalized for the above event.